Event description:
Product was used following a minimally invasive parathyroidectomy. Later that day, the pt exhibited a 1.5-2cm blister between the epidermis and the dermis, but the incision was still closed. The doctor punctured the blister. No further treatment was required. The area healed with some scarring.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically, these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed. This event is under further investigation. See related MDR submissions 1034549-2006-00012 and 1034549-2006-00013.